Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information. A review of the device history showed that there have been seven lots of this inserter/driver received by integra. No discrepancies associated with the complaint were noted on inspection. No lot information has been received and the part has not yet been returned.

Event description:
The reporter stated that during a spinal surgery procedure using the atoll oct system (comprised of polyaxial screws, hooks, rods, locking screw assemblies, and connectors). The surgeon was screwing the crosslink on, and the cross connector inserter snapped and broke. The surgery was completed using a spare instrument that was available. Integra has requested additional clinical information from the reporter.